Manufacturer narrative:
The bipap a40 pro (itx3100s21) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information from a customer that a fsn 2023-cc-039 ventilator inoperative condition occurred regarding a bipap a40 pro. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.